Event description:
According to the information received, after release from the delivery cable the 4mm amplatzer vascular plug embolized to the left pulmonary artery. The plug was removed with a 10mm snare with no complications. A 5/4 amplatzer duct occluder was successfully placed. Additional information has been requested, including imaging of the implant procedure, patient and device information and procedure specifics, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer vascular plug involved in this incident since it was not returned to us. Furthermore, the amplatzer vascular plug has not been studied for closure of a patent ductus arteriosis and is not indicated in the instructions for use.